Event description:
The customer reported to customer service that she was using the medium breast shields about a month ago and developed a bad pain in one of her breasts. It caused her to have a clogged duct which turned into mastitis. She purchased the small breast shields over the internet, but they are still too large. In the beginning she used the extra small nipple shields for her baby and they seemed to fit perfectly.

Manufacturer narrative:
Customer service did not replace the customer's pump as the customer's issue was not with the pump but appeared to be with the size of the breast shields. The customer was informed that breast shields smaller than 21mm are not available. In clinical follow up with the customer, she indicated that she began pumping when her baby was one month old to relieve fullness. At the time, she was using the 24mm breast shields and they seemed too big. She developed a clogged duct. She began using the 21mm breast shields after consulting internet sites on how to size breast shields. She developed mastitis and was treated with antibiotics (doesn't remember the name) for 9 days. Her symptoms have resolved. She expressed interest in breast shields smaller than 21mm. It was recommended to the customer that she seek professional lactation consultation for best determination of breast shield size. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (B)(4). Based on the fact that there was no indication that the pump was not performing to specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues.